Manufacturer narrative:
One medfusion model 3500 v4.1.5 pump was returned in used condition. An accuracy test was performed using caffeine citrate 10mg/ml with a 10cc bd, and a 1ml luer lok.. The technician was unable to duplicate the accuracy problem stated by the customer. After a visual inspection of the device, the following worn components were replaced: cable guard, top case, right plunger case, motor assembly, leadscrew, and clutch halves.

Event description:
It was reported that the medfusion pump had a problem with the infusion inaccuracy. No other details were provided. No death or serious injury was reported in connection with this incident.